Event description:
After placed into the patient, the ablation catheter was unable to zero. The catheter was removed and replaced with no reported harm. Vendor notified manufacturer response for ablation catheter, 8fr thermocool smarttouch catheter st sf, thermocouple, df curve, bi-directional (per site reporter).